Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The flow sensors were reseated. No report of patient involvement.

Event description:
The hospital reported that, when the unit is turned on, 'no expiratory flow sensor' and 'no inspiratory flow sensor' alarms occur. There was no report of patient involvement.